Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Complete initial reporter address 1: (B)(6). The patient had her device implantation and 2017 procedure at (B)(6) hospital. (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The patient's exact age/date of birth is unknown; however, the patient's birth year was reported. Based on the patient's birth year, the patient is (B)(6) years old. As per EU gdpr (general data protection regulation), only the patient's weight, gender, and age can be reported in any regulatory report.

Event description:
It was reported to boston scientific corporation that a tension-free vaginal tape - obturator was implanted during a procedure in 2011 to treat incontinence. According to the complainant, after the implantation, the patient had suffered mesh erosion. Subsequently, the patient underwent a procedure in 2017 to treat the erosion. On (B)(6) 2019, another procedure was performed in vagina for mesh removal. Boston scientific has been unable to obtain additional information regarding the event to date.